Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure robotically with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: all fragments were retrieved, which was confirmed visually. The issue occurred during dissecting. No post-operative tests were performed to check for remaining fragments. There was no patient injury. There was no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon was unsure of what caused the instrument/accessory to break or caused the fragment falling issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragments did not fall inside the patient during an instrument tip/accessory collision. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the instrument's wrist was straightened.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. A review of an image provided of the instrument is consistent with the alleged complaint. It appears that the distal end of the instrument is broken and separated entirely from the instrument. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was returned, measuring roughly 0.3620¿ x 0.2355¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage which may indicate potential mishandling. The instrument was also found to have a broken grip at the grip base. A piece approximately 24.57mm x 6.26mm was found to be broken off. The broken piece was returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.